Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Additionally, the customer reported a low blood glucose (bg) of 55mg/dl. Reportedly the school nurse provided the customer snacks, granola bar, and juice to address the low bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.